Manufacturer narrative:
Citation: durand e, et al. Standardized measurement of femoral artery depth by computed tomography to predict vascular complications after transcatheter aortic valve implantation. Am j cardiol. 2021 apr 15;145:119-127. Doi: 10.1016/j.amjcard.2020.12.089. Epub 2021 jan 15. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a standardized measurement of femoral artery depth using computed tomography to predict vascular complications after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between january 2013 and december 2018. The study population included 689 patients and was predominantly female with a mean age of 83.9 years and a median weight of 71 kg. Approximately 77 of these patients underwent tavi with medtronic corevalve, evolut r, or evolut pro valve systems. No unique device identifier numbers were provided. The 30-day mortality rate was 8.6% for patients with major vascular complications and 2.3% for patients without major vascular complications, and the 30-day mortality rate for patients requiring a stent graft was 4.3% and 2.5% for patients not requiring a stent graft. Non-medtronic devices (transcatheter valve systems and vascular closure devices) were also used in the study. No correlation was made between medtronic devices and the deaths. Among all patients, access site adverse events included: major/minor vascular complications which consisted of hematoma, dissection/stenosis, perforation, pseudoaneurysm, atrio-venous fistula, and need for unplanned intervention. Stent graft implantation was required for failure of the non-medtronic vascular closure device and an iliac rupture. Vascular surgery was performed for persistent bleeding after stent graft implantation, evacuation of large hematoma, and acute lower limb ischemia. Non-access site adverse events included: annulus rupture. No interventions were reported to have been performed for the observed cases of annulus rupture. Medtronic devices may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.